Manufacturer narrative:
(B)(4). Results: (gi bleed).

Event description:
Pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the left main during the index procedure. Pt was asymptomatic/free of symptoms at 30 day f/u. At 6 month f/u, pt had cardiac status of stable angina. Pt was asymptomatic/free of symptoms at 1 year f/u. Approx 11 months post index procedure, the pt suffered a spontaneous gi bleed. The investigator assessed that the event was not related to the study device. Pt was asymptomatic/free of symptoms at 1.5 year and 2 year f/u.